Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Allegedly, patient is suffering from possible modular neck fracture.

Manufacturer narrative:
Additional information received from litigation: updated part and lot number and explant and implant dates.